Event description:
Patient was undergoing surgery for aspiration thrombectomy with penumbra system. The devices were connected properly and aspiration was started. During aspiration air entered the tube intermittently and the tube looked spotty. There was no problem with the pressure of the pump. Air entered around the switch part of the tube. The procedure continued with another pst2 and was a success. Physician's comment: "aeration was observed. Pst2 was not aspirating adequately so it was replaced with a new one."

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was discarded by distributor.